Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on sept. 13, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half. The lens was cleaned and presented with no further issues. No further evaluation was performed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no product deficiency or product malfunction that could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5, unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between may 1, 2024 and aug. 12, 2024. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that bilateral intraocular lenses (iols) were explanted due to patient was dissatisfied with right distance and up-close vision with both eyes and with glare from iols. Symptoms persisted for 2 months. Daily activities not significantly affected. It was learned that the patient fully recovered post-explant and no patient injury indicated. There was no incision enlargement, no vitrectomy, no sutures done. No delay in procedure. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).